Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were currently hospitalized due to a high blood glucose level of 344 mg/dl. The customer was wearing the insulin pump at the time of admission. Customer also reported that the insulin pump had an error alarm and a fatal error message. Troubleshooting was not performed. The customer was advised that the insulin pump would be replaced but did not return the product for analysis.